Event description:
MDR decision date: (B)(6) 1202 - no serious injury alleged. Malfunction alleged. Customer stated that the seat broke at the weld when she sat on it. Customer alleges no injuries or damages have occurred. MDR filed.